Event description:
It was reported by the patient that the implantable pulse generator (ipg) was "buzzing." Communication with the clinic for clarification was unsuccessful. According to manufacturer records, the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).